Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer's next of kin stated through an attorney that the customer had hypoglycemia with seizures, acute metabolic encephalopathy and death. The customer was last known to be alive on (B)(6) 2019 when his son contacted medtronic about a pump return. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer spouse reported via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 70 mg/dl at the time of the incident. The customer was given dextrose and fluids to treat. The customer experienced symptoms such as insulin shock. The customer was wearing the insulin pump during the incident. The customer had irregular blood glucose levels. Troubleshooting was not completed. The insulin pump will be returned for analysis.